Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one hour to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 3mm long starting 17mm distally from the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that inflation failure and shaft kink occurred. The 80% stenosed target lesion was located in severely tortuous and severely calcified right coronary artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, when inflation was attempted, the balloon failed to inflate. The device was removed and a kink was noticed proximal to the balloon. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a shaft tear.